Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, upon power up, the customer observed red x's on the gas icon for the electronic patient gas system (epgs), on the central control monitor (ccm) screen. Power was recycled and was not able to duplicate the issue. There was no patient involvement.